Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/02/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Camera was not responding. Return requested. Replacement device shipped to site. Medtronic investigation of returned suspect device finds that the positioning sensor unit (psu) was received poorly packaged and has many scratches on the housing and lenses. When connected to a known good system the psu beeped constantly at power-up and could not establish communication. Psu is not functional. Malfunction, communication/black status. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported a navigation system camera that was not showing status, power or any type of communication. The camera was not responding to the navigation system properly. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.